Event description:
Vcare small vaginal-cervial-ahluwalia's-retractor-elevator lot 202303131. At the time of removing the uterus through the vagina, the top of the v-care broke off with the cup and the balloon portion in one piece and the handle the other. The cup and balloon were placed into the vagina and were removed in there entirety the entire device was given to the nurse in the room. There was no harm to the patient.